Event description:
It was reported during a scheduled coelioscopy, ''breakage of scissors during surgery in the body of the patient. Broken piece has been entirely recovered and there was no patient impact.''

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and indicates that this a product issue. The product was being used for treatment, not diagnosis. A review of this product's complaint history shows that a patient injury has not previously occurred from the alleged complaint malfunction modality; however, this malfunction is likely to cause or contribute to death or serious injury based on the FDA's definition of "likely" if it were to recur. Device description: the curved scissors 5 mm insert is a manual surgical instrument used for laparoscopic procedures. An investigation was completed by the medtronic xomed instrumentation quality assurance and regulatory affairs manager. The following information is directly from their investigation report: after reception of the sample it appears that one of the scissors was broken at the hole level. Multiple evidences of chocks on the insert were also found on the insert. After a close look on the breakage area, a darker oxidized zone was noted which indicates evidences of a crack anterior to the breakage. The rest of the cut is clean which indicates that the breakage was quick on these areas. In regards of multiple evidences of chocks and a crack anterior of the breakage, we can reasonably suspect that the instrument has been subjected to regular constraints and chocks during his life since 2003 which has led to a crack on the scissor. The instrument was then used damaged for a significant period of time till a breakage finally occurred during the use of the instrument.

Manufacturer narrative:
(B)(4)